Manufacturer narrative:
According to the description of the event, an ecofit® trial cup broke during use. The affected trial cup was available for an optical examination. It can be seen that the inner part broke off from the outer ring. It is known that the issue occurred during use/intraoperatively. However, this event had no health effect on the patient. A second trial cup was available to complete the surgery. The manufacturing documents and the material certificates of the trial cup were checked and showed no deviations. The surgical techniques and instructions for use were also checked and showed no deviations. Based on the available information, no failure of the design or during the manufacturing process of the product could be determined. It can only be assumed that the malfunction of the product can be regarded as a random failure of component with regards to the trial cup. A potential cause could be an unintentional user error, but this cannot be confirmed or denied due to lack of information. The trial cup was manufactured in august 2019 and was therefore in use for over almost 6 years. This event was assigned to the error pattern "break of the instrument" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: " trial cup broke apart during hammering. Surgery had to be completed with a second consignment tray. Patient was not harmed. "